Event description:
Physician observed bubbles and suspected pneumothorax. A chest tube was placed in the patient to treat pneumothorax and the patient was kept in the hospital for three days to monitor. The patient was discharged from the hospital with no further complications.